Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer filled the cartridge with 120 units of insulin. The customer did not under-fill the cartridge. After the customer filled more insulin into the cartridge, the load was still not successful. Tandem technical support (cts) guided the customer in filling a new cartridge with water and loading it; however, the issue was not resolved. Cts informed the customer the issue is most likely due to a faulty cartridge. The customer was successfully able to load a new cartridge. There was no know impact to the customer's blood glucose (bg) level at the time of the report; however, the customer reported a low bg level earlier in the day. The customer declined to discuss the low bg issue. No further information was provided regarding this issue.